Event description:
As reported, the plug of a 5f mynxgrip vascular closure device (vcd) did not deploy. Manual pressure was held. There was no reported patient injury. The user shuttled down completely, with no significant resistance noted and no unusual force applied during 5f 11cm sheath retraction. The advancer tube was engaged or visible. A 5f 11cm non-cordis sheath introducer was used. The femoral artery's suitability was confirmed via angiography, including a 30¿45 degree insertion angle, and the vessel diameter was verified to be =5 mm. No vessel tortuosity or calcium was present at the puncture site. The 5f mynxgrip vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. The device was not saved; therefore, it will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f mynxgrip vascular closure device (vcd) did not deploy. Manual pressure was held. There was no reported patient injury. The user shuttled down completely, with no significant resistance noted and no unusual force applied during 5f 11cm sheath retraction. The advancer tube was engaged or visible. A 5f 11cm non-cordis sheath introducer was used. The femoral artery's suitability was confirmed via angiography, including a 30¿45 degree insertion angle, and the vessel diameter was verified to be =5 mm. No vessel tortuosity or calcium was present at the puncture site. The 5f mynxgrip vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2518206 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿sealant-failure to deploy¿ could not be evaluated as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.